Event description:
The affiliate reported the customer alleged elevated free triiodothyronine (ft3) pt results involving unicel dxi 800 access immunoassay system. The customer stated the precedent reagent lot did not develop any issues. It is unk if the elevated results were released out if the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) assessed the unit and retrieved the archive data file. Beckman coulter customer product line support (cpls) analyzed the customer's archive data file. The customer's data sent to cpls contained very few data from the new reagent lot used. Cpls analyzed results with other reagent lots. Cpls did not observe evidence of a shift-up with the questioned reagent lot on sample results. There is no significant difference in sample distributions. Cpls analyzed quality control (qc) on the questioned reagent lot and other lot. There was no shift-up in value. This reportable event was identified during a retrospective review of product complaints from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.